Event description:
It was reported that the customer was having issues with her infusion set and sensors. Customer's blood glucose was 135 mg/dl. Customer declined to troubleshoot. Customer stated that one of the sensors had blood which she called help line. She stated she finds the continuous glucose monitoring system beneficial and will call back if she needed help. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.